Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to the right ventricular (rv) lead exhibiting high outputs. The lead was revised and both, device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing fatigue, dyspnea, bradycardia and anxiety. In addition, it was reported that prior to rv lead repositioning attempts a pacing issues was noted on the ipg. The ipg was reprogrammed and remains in use. Intermittent loss of capture was observed on the rv lead. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.